Manufacturer narrative:
This analysis concluded that five communication errors were detected, four of them just after the connection between rosanna and rosario software and one during the registration. All of them are due to a power module overcurrent error detected in the controller which led to the robot shutdown. According to the logs, the sixth attempt worked well. From this analysis, it was identified that the issue may have been due to a deficient motor cable or similar component. An intervention of the supplier of the robot arm (mitsubishi) took place on 23-aug-2018. According to the supplier technicians, there were two malfunctioning pcb (printed circuit board) which were causing repeated communication failures. A preventive maintenance was performed on 31-aug-2018 and indicated that the robot is in conformance.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. No code available' was selected as there was a delay greater than 30 minutes on the surgery due to this event.

Event description:
Field service engineer received a call from the surgeon complaining that the robot showed fours communication errors after attempting to start the robot to begin registration. Field service engineer provided guidance in rebooting the pc and loading new patient folders to resolve the issue. Eventually the robot was able to connect and surgery was able to proceed. There was a 45 minutes delay.